Event description:
The patient allegedly received a tulip ivc filter on (B)(6) 2004 via the right internal jugular vein due to deep vein thrombosis (dvt). The patient is alleging vena cava perforation and tilt. The patient additionally alleges back pain, fear and the filter contacts patient's l3 vertebral body.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: back pain. Unknown if the reported back pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2021-00061 sequence. Additional information provided suggested that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in g8 of this initial medwatch report. Section e3: non-healthcare professional.. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression, anxiety, fear, pain, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges the following: the patient was implanted with a tulip inferior vena cava (ivc) filter on (B)(6) 2004. A review of the patient's computed tomography (CT) scan was performed approximately 15 years and 7 moths later which revealed the following; the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly and medially and the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 20 mm. One (1) anterior strut perforates the ivc wall 20 mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 20 mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 15 mm and contacts the l3 vertebral body. One (1) lateral strut perforates the ivc wall 18 mm and resides within the soft tissues. It is further alleged that the patient experienced anxiety, fear, depression, pain, and stress. Per a report from computerized tomography (CT): "the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly and medially and the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 20mm. One (1) anterior strut perforates the ivc wall 20mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 20mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 15mm and contacts the l3 vertebral body. One (1) lateral strut perforates the ivc wall 18mm and resides within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified".